Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 500 mg/dl. At the time of the report, customer's bg level was 420 mg/dl. During troubleshooting with tandem technical support it was found that the pump date and time were inaccurate. The customer did not report how the pump date and time became inaccurate. Tandem technical support guided the customer through adjusting the pump date and time. Customer addressed elevated bg levels with manual injections. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.